Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On 03/18/2025, it was reported by a sales representative via phone that 2 ar-3636 fibertak suture knotless mechanism would not tighten down. The suture was breaking at the transition. This occurred during use in a case with no patient effect. Case completed using a combination of pushlock anchors and different lot fibertaks. Delay to case 30 minutes.

Manufacturer narrative:
Additional information: d9, g3, h3, h6. Complaint allegation is not confirmed. Upon visual inspection, it was noted that the five devices were sealed. The used devices were not returned/received for investigation. The most likely cause of the reported failure can be attributed to user error of the device due to misalignment insertion, and/or prying/leveraging of the device during insertion.